Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n168266005, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the patient's spouse regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient's spouse reported that the neuro pump system was removed shortly after implant in 2008 because the patient had an infection. Additional information regarding the drug information, the date of the onset of the infection, additional symptoms, troubleshooting and resolution of the infection has been requested and was not available at the time of this report. If additional information is received, a follow-up report will be sent.